Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: date of event is unknown h11: corrected data device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is an attorney. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent an emergent incision and drainage and open reduction internal fixation (orif) right tibia due to osteomyelitis and infection. On an unknown date the patient fell with her leg went behind her, fracturing her tibia. She also had an open dehiscence of her surgical wound on the knee. Due to the bend of the knee and the split of the skin, she has been bleeding and has an opening on her knee replacement. On (B)(6) 2019 the patient underwent an open treatment of tibial shaft fracture on the right side with an internal fixation with plate; a secondary closure of the surgical wound dehiscence, and an extensive and complicated 8cm and arthrotomy knee with exploration and drainage of the right knee, where the knee replacement is located.. This report is for one (1) 1.6mm kirschner wire with 5mm thread-trocar point 150mm. This is report 9 of 9 for (B)(4). This report is linked to (B)(4).